Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) up to 380mg/dl with agitation, nausea, abdominal pain, confusion, and extreme thirst. The reporter stated that ¿there was inaccurate insulin coverage¿. The patient¿s healthcare provider had reportedly made basal rate adjustments associated with the alleged bg excursion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2016-correction: a review of the call for this complaint indicated that the alleged bg excursion was not associated with use of the pump and was instead related to the infusion set. Bgs reportedly resolved after a site/set change. There was no indication or allegation of a pump malfunction and the pump is not being returned for this complaint. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
Follow-up #2 -device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the pump black box showed the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.30u ezcarb normal bolus on (B)(6) 2017 at 16:27. The total daily doses added up correctly and reflected the user¿s programmed basal rates. During evaluation, the pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering accurately within the required specifications. No delivery interruptions or warnings occurred during the testing. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.